Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res noted that both the blue wire to the heater and the distribution board were burned. The res replaced the damaged heater rod and the distribution board to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a low temperature of 27 c. A fresenius regional equipment specialist (res) was called onsite to repair the machine. The res checked the heater rod resistance and noticed that the blue wire to the heater was burned. Additionally, the distribution board heater block was also burned. The res replaced both the heater rod and the distribution board, as well as calibrated the temperature. The machine passed all functional testing. There was no patient involvement associated with the reported event. Additional information was requested, however to date not provided.

Manufacturer narrative:
Correction: event problem and evaluation.